Event description:
Customer reported the system displayed a table not ready error message and would not fluoro during a case. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the 386 motherboard. System operates as intended. (B) (4)